Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2024, minor plaintiff underwent right internal jugular vein placement of a vortex implantable port catheter, with model number/product code h787psdx10i0. The vortex was implanted by dr. (B)(6), at (B)(6) hospital, in (B)(6). On or about (B)(6) 2025, minor plaintiff presented to (B)(6) hospital in (B)(6) with complaints of fever and subsequently underwent blood cultures, which revealed he had developed an infection. Minor plaintiff's medical team determined that the vortex had to be removed. On or about (B)(6) 2025, minor plaintiff underwent a procedure to remove the defective device. The procedure was performed by dr. (B)(6), at (B)(6) hospital in (B)(6).